Event description:
It was reported that a malfunction occurred on the pump after the customer mistakenly told the pump that a new cartridge had been loaded and then proceeded to remove the old cartridge and insert the new one. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided reset information, assisted in resetting the pump, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction code recurs, which they acknowledged and understood.